Event description:
Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon duplicated.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that moisture entered the camera head due to damage to the rubber packing, which prevented communication between the processor and the camera head, resulting in this phenomenon.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device was not displayed. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not duplicated. There was no report of patient injury associated with the event.